Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge the ins and saw a no device found screen on the controller. The patient was instructed to move the controller closer to the ins, press the try again button to attempt communication, start a recharge session, and optimize the recharger antenna position; the patient confirmed they were unable to establish recharging. The patient also reported that they did not have stimulation but had it maybe a week prior to the report. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the inability to charge the ins, the loss of stimulation and the no device found screen was that the patient could not find the device. The patient spoke to and met with a manufacturer representative. It was noted that the issues were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to date received by MFR: previous supplemental report was sent with an incorrect aware date of 2018-oct-01. Correct date is 2018-nov-01. If information is provided in the future, a supplemental report will be issued.